Manufacturer narrative:
Refer to the evaluation summary below for the results of the engineering evaluation. The exact cause of the difficulty advancing and olive separation could not be determined with the provided information. Evaluation summary - the contralateral leg component was returned to gore for evaluation. The device evaluation showed that the polyimide guidewire lumen was fractured at the trailing olive. The findings are consistent with the reported observations. The root cause for the difficulty to advance the device could not be determined with the currently available information. The root cause for the broken leading end of the catheter could not be determined with the currently available information; however, use outside of the instructions for use may have contributed to the event.

Event description:
On (B)(6) 2014, the patient was undergoing treatment of an abdominal aortic aneurysm. After deployment of a trunk-ipsilateral leg component, there was reported difficulty advancing a contralateral leg component into the contralateral gate of the trunk. It was reported that the sheath was advanced entirely into the contralateral gate of the trunk, but the plc181400 kept bowing out during advancement (cause unknown). There was reportedly some noted tortuosity in the iliac arteries, but no calcification that would contribute to the resistance. The physician was reportedly able to get the plc181400 into the desired position by pushing on the patient¿s abdomen. The sheath was withdrawn and the device was deployed with no issue. During removal of the delivery catheter from the sheath, the leading olive detached from the delivery catheter at the polyimide wire junction and remained in the patient just below the proximal end of the trunk. An aortic extender component was implanted to trap the detached olive and polyimide wire against the wall of the trunk. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.